Event description:
Complainant alleged during a routine shift check by a clinician, the device screen displayed a solid green dot and one constant beep, upon power up. The complainant indicated that there was no pt involvement in the reported malfunction.